Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implantable cardiac defibrillator replacement procedure, it was noted that the lead pulled back from its original position and the physician was unable to advance the lead down the vein because the vein was too tight. The lead was capped and replaced. No patient complications were reported as a result of this event.